Event description:
Customer reported an issue with the spectrum monitor, which may have resulted in a loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replace the spo2 board on the spectrum monitor and reinstalled the unit. Unit was checked to factory specifications.